Event description:
End user states while operating the power wheelchair on the sidewalk she stopped too close to the edge and fell.

Manufacturer narrative:
No malfunction of the device is suspected. End user was not exercising caution while driving near the edge of the sidewalk. Hoveround's owner's manual warns end users, "to reduce the chance of serious injury or death from tip-over, never attempt to drive a power wheelchair off a curb higher than 1.5 inches."